Event description:
When it actually happened or how long it was this way is unknown. My gyno conducted an ultrasound for severe pelvic pain and back pain, abnormal bleeding and severe cramping between cycles and stabbing pain in my left side of my abdomen. Ultrasound confirmed my essure coil implant in my left ovary came out of my tube and was attached to the outer edge of my uterus. This requires a hysterectomy to avoid further damage. Current damage is unknown until after the procedure is performed in a week.